Manufacturer narrative:
H10: the device was not received for evaluation, however it was evaluated on site by a hospital engineer. No infomation about the repair was provided, despite the attempts to collect these information performed by manufacturer. The cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a treatment with an ak 96 machine, an excessive fluid removal was observed, specified as "exceeded the target amount". There was no report of patient injury or medical intervention associated with this event. No additional information is available.